Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation was suspected after a stent was implanted in the left main coronary artery. On fluoroscopy, a perforation was not visualized, but perforation was suspected based on the unstable hemodynamic status of the patient. Pericardial effusion was noted on echocardiogram and a cardiocentesis was performed. The 3.5x16 mm graftmaster stent was then implanted to treat the perforation, but it did not seal the perforation. The patient was taken to surgery for open heart surgery where the perforation in the left main was confirmed. The physician was unable to reach the location of the bleeding. Anticoagulation medication was administered to reverse the heparin. Surgery was completed and the patient was transferred to the intensive care unit. Cardiac tamponade occurred and the patient expired. No additional information was provided.